Event description:
It was reported that patient could not set the ipg into MRI mode. System diagnostics recorded high impedances on one lead. Surgical intervention may take place to address the issue. The investigation did not determine which lead recorded high impedance.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.